Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a remaining longevity of 15%. Premature battery depletion was suspected. A request was made for technical services to review the data and provide a replacement window. Technical services reviewed the data in the remote monitoring system and confirmed the device was depleting faster than expected due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a remaining longevity of 15%. Premature battery depletion was suspected. A request was made for technical services to review the data and provide a replacement window. Technical services reviewed the data in the remote monitoring system and confirmed the device was depleting faster than expected due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a remaining longevity of 15%. Premature battery depletion was suspected. A request was made for technical services to review the data and provide a replacement window. Technical services reviewed the data in the remote monitoring system and confirmed the device was depleting faster than expected due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.